Manufacturer narrative:
(B)(4). Evaluation results: a lens work order search was performed an no similar complaint was found within the same order. (B)(4).

Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single plate lens. The surgeon was advancing the lens in the injector and the lens got stuck, the lens would not advance. There was no patient contact. Backup lens was implanted.